Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false positive architect total b-hcg result for one patient. The following data was provided: initial result = 3055 miu/ml. Repeat results = <1.2 miu/ml and <1.2 miu/ml no impact to patient management was reported.

Manufacturer narrative:
Service observed crystals at the sample probe pipetting opening. Service determined that the sample arc, probe (list number 08c94-47) was dirty/contaminated; therefore, deemed the part the likely cause for the false positive result. The sample arc, probe was cleaned, resolving the issue. A carryover test was performed afterwards with acceptable results. No additional discrepant result issues have been reported since the crystals were removed. The service history of the (B)(6) verifies no subsequent false positive b-hcg results have been reported since the current issue was identified. Trending was reviewed for the analyzer and probe and did not identify any increase in complaints for the complaint issue. The device historical analysis was reviewed and determined no non-conformances or deviations were identified. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for the architect i2000sr, serial number (B)(6), or the sample arc, probe (list number 08c94-47).

Event description:
The customer observed a false positive architect total b-hcg result for one patient. The following data was provided: initial result = 3055 miu/ml. Repeat results = <1.2 miu/ml and <1.2 miu/ml no impact to patient management was reported.